Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 08/25/2023. An investigation was conducted on 08/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned inside the loading device. The seal was visible folded in the loading device window and the tensions spring assembly was observed to be inside the delivery tube. A mechanical evaluation was conducted. The delivery device was removed from the loading device. The seal and tension spring assembly remained in the loading device. The seal and tension spring assembly were removed from the loading device with no difficulties. There were no cracks or delamination observed on the seal. The blue slide lock of the delivery device was observed to be on, and the white plunger was not depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.22 inches. The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "fitting problem" was confirmed. The lot # 3000307047 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm) failed to load. Unable to prepare for use, shield will not insert into applicator. Step 2 of the procedure could not be carried out. The white umbrella did not go into the applicator tube. Used a new device to complete procedure. No delay. No harm to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.